Manufacturer narrative:
The customer¿s report that the set leaked at the pump segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Concomitant medical products: 100ml b.braun bag ndc (B)(4), etopside in 0.9% nacl, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a etoposide 0.32mg/ml at 100ml/hr to deliver the ordered dose of 3.3mg/kg was verified by two registered nurse's. The medication was then initiated via an alaris pump. Shortly after, the pump alarmed "air in line" in which the rn assessed the tubing and when the pump was opened it was noted that the tubing was leaking fluids. The chemotherapy agent did not come into contact with the rn or the patient. The tubing was disconnected and the pharmacist prepared a duplicate dose and tubing to be administered to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a etoposide medication was verified by two registered nurse's. The medication was then initiated via an alaris pump. Shortly after, the pump alarmed "air in line" in which the rn assessed the tubing and when the pump was opened it was noted that the tubing was leaking fluids. The chemotherapy agent did not come into contact with the rn or the patient. The tubing was disconnected and the pharmacist prepared a duplicate dose and tubing to be administered to the patient. There was no report of patient harm.